Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "noted leaking at connector between bd maxzero extension set and carefusion microbore tri-fuse extension set with max zero connector.."

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "noted leaking at connector between bd maxzero extension set and carefusion microbore tri-fuse extension set with max zero connector.." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
Correction: b4 and g4 date changed to 28feb2020.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "noted leaking at connector between bd maxzero extension set and carefusion microbore tri-fuse extension set with max zero connector.."